Event description:
It was reported that a malfunction occurred on the pump, indicated by malfunction code 5. There was no adverse impact to the customer's blood glucose level. Technical support provided the pump reset information and assisted the customer in resetting the pump. The malfunction did not recur after the reset, and the customer was instructed to contact support again if any further issues arose. There was no additional information regarding customer outcome or further actions.